Event description:
Related manufacturer reference number: 2017865-2023-49648 during a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Rv and ra lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.